Manufacturer narrative:
Device not accessible for testing: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during an inspection the cardiosave intra-aortic balloon pump (iabp) was taking time to start pumping with the first initial automatic filling, and while pumping is started the augmentation pressure dropped to the to a state where the complete pumping is not performed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/10 the safety disk,drive side was investigated at getinge's national repair center (nrc) per the cardiosave service manual with no visual damage observed. The nrc installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the augmentation pressure decreasing or the pumping stopping, and a check iab catheter alarm being observed on the screen, after running for two hours. The safety disk passed testing. The nrc will send the safety disk to the production department per procedure. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: g1(contact person), h10. A getinge representative was dispatched to evaluate the unit, the getinge representative was able to reproduce the issue. The getinge representative took the device back home and attached it to another device to check the safety disk, this event reappeared. This safety disk is a new part that was replaced in march this year. When another safety disk is attached to the device, the reproduction disappears and it works without any problems. The removed safety disk was returned to national repair center (nrc) for evaluation. The safety disk was investigated at getinge's national repair center (nrc) per the cardiosave service manual with no visual damage observed. The nrc installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the augmentation pressure decreasing or the pumping stopping, and a check iab catheter alarm being observed on the screen, after running for two hours. The safety disk passed testing. Retaining the disk in the nrc per procedure.

Event description:
N/a.